Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 20984418/20984418, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient had burning sensation and inadequate stimulation due to lead migration which was confirmed through x-ray. Headache was also noted. The patient underwent a revision procedure wherein the lead was repositioned. No device malfunction was suspected.